Event description:
The iab was inserted into the patient on 04/24/97 at 2:30 p.m. And removed on 04/27/97 at 11:35 p.m. The iab did not malfunction. As a result of the event, the patient had thrombocytopenia and a transfusion was required. (Event complications: the patient had thrombocytopenia/transfusion-reported) (pt's current status: discharged-rpt'd 9/11/97).